Event description:
It was reported by staff when the programmer was powered on, the programmer locked up with a system error. The medtronic representative recycled the power and the error cleared. The representative is going to run the programmer service disk as preventative and since the programmer appears to be functioning properly, the representative will place the programmer back into service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.